Manufacturer narrative:
The primary surgery went standard without complication. The patient recently had minor operation for removal of cancer on leg. Additional information received on 15 march 2017 and includes: infection is confirmed but pathogen results will not become available. Batch review performed on 05 april 2017. Lot 153310: (B)(4) items manufactured and released on 09 september 2015. Expiration date: 2020-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient reported going for (B)(4) bike ride on (B)(6) 2017. The knee swelled up, afterwards requiring aspiration by surgeon and removal of cloudy substance from knee. The surgeon decided to exchange the poly. In his opinion, late stage infection was probably incurred by unrelated minor procedure and it was not implant related.

Manufacturer narrative:
Not available.